Event description:
A male patient who had previously underwent the following procedures: coronary artery bypass grafting. Mitral valve replacement and a procedure to correct a fracture of the left femur; underwent aaa repair in 2009. The angle of the proximal neck was large, which is anatomically unsuitable for endovascular aaa repair. The physician's approach with the main body delivery system was from the left side. After deploying the contralateral limb, the top cap was released to deploy the suprarenal stent before contralateral iliac wire guide cannulation. The length of the placed contralateral iliac leg was not enough, so an additional leg graft was placed to extend it. A final angiography revealed a proximal type I endoleak. Another manufacturer's stent which was mounted on the another manufacturer's catheter, was placed in the proximal neck. After placing another manufacturer's stent, it was confirmed that the proximal type I endoleak was resolved. The patient has shown recovery.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. Sizing requirements. The physicians comments are documented as: "it was difficult to seal the main body to the proximal neck because the angle of the proximal neck was large. The placement of the palmaz xl stent had been planned before the procedure." Furthermore, it was documented the anatomy was outside the indications for use. Although no films were returned to objectively determine the shape of the anatomy, it appears the anatomy was a contributing factor to the endoleak. We will continue to monitor for similar incidents.